Event description:
International customer reported that an air leak developed resulting in the device inflating with air during reactivation. The device was removed from service and exchanged for a new device.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2007-00217 for the other medwatch. The same patient is represented in each medwatch.